Manufacturer narrative:
The dilator of an 11f 23cm brite tip sheath introducer was confirmed to be exposed from the packing. It is unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The event was noted prior to use with the damaged inner pouch. The device was stored in the lab as per the instructions for use (IFU). A photograph is not available. Additional details were requested but are not available. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17279826 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use caution the user to not use the package if it is open or damaged as was properly done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
The dilator of a 11f 23cm brite tip sheath introducer was confirmed to be exposed from the packing. It is unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The event was noted prior to use with the damaged inner pouch. The device is in the lab as per the IFU. A photograph is not available. Additional details were requested but are not available.